Event description:
Based on the add'l info rec'd from physician on (B)(6) 2014, this initially considered non-serious case was upgraded to serious as the event was considered to be disabling and thus, the case became medically confirmed. This unsolicited device case from (B)(6) was rec'd on (B)(6) 2013 from a consumer (pt). Based on the add'l info rec'd on (B)(6) 2014, the new event of osteoarthritis flare up was added and previously reported events of 'climbing up and down stairs is a great task' and lot of discomfort were assessed as symptoms of osteoarthritis flare up. Based on the add'l info rec'd on (B)(6) 2014, the new events of 'fall on ice on her knees' and contusions were added. This case concerns a (B)(6) yr old female pt who developed osteoarthritis flare up and contusion (contusion of knees) after "falling on ice on her knees" after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concomitant medication or concurrent conditions was reported. On (B)(6) 2013, the pt rec'd treatment with intra-articular synvisc one injection, at a dose of 6 ml, once, (batch/lot number and expiration date: unk) into both knees for knee osteoarthritis. On an unspecified date in (B)(6) 2013, the pt had fallen on ice on her knees that caused inflammation and contusion. On (B)(6) 2013 (49 days after the treatment with synvisc one), the pt experienced pain. It was reported that it was not a pain related to reactive synovitis or gout but was due to moderate osteoarthritis flare up and falling on knees had triggered this severe pain of osteoarthritis. The pt felt better when cushioning in the knees after the injection. On an unk date, the pt experienced swelling in the knees. Later, on an unk date in 2013, the pt complained climbing up and down stairs was a great task with a lot of discomfort. On (B)(6) 2014, arthrocentesis was performed and 10 cc of synovial fluid was aspirated (fluid on both her knees). The same day, synovial fluid analysis revealed absence of pathogenic crystals, in synovial fluid, c-reactive protein was 4.4 mg/l (if crp higher than 8.0 inflammatory status) and white blood cells were rare in microscopic field. Synovial fluid serology test revealed no rheumatoid arthritis (rheumatoid factor less than 20 ui/ml). The same day, synovial fluid culture of both knees revealed leukocytes moderately present in synovial fluid, absence of bacteria (no bacterial growth). On (B)(6) 2014, arthrocentesis was once again performed and 10 cc of synovial fluid was aspirated and synovial fluid analysis revealed no gout or infections. The pt was administered cortisone injection into both knees. It was reported that the pt was prescribed morphine for the pain to the knees. Corrective treatment: paracetamol (tylenol), cortisone and morphine. Outcome: recovering for osteoarthritis flare up. Unk for fallen on her knees and contusion. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Rptr causality assessment: it was reported that adverse event of osteoarthritis flare up was due to fall and was not related to synvisc one. Rptr's seriousness assessment: disability. Add'l info was rec'd on (B)(6) 2013: global ptc number was added in the case, however, the summarized conclusion was pending. The text was amended accordingly. Add'l info was rec'd on (B)(6) 2013: ptc investigation report was added. Add'l info was rec'd on (B)(6) 2014: responsible site conclusion, investigation site conclusion and date of completion of investigation were updated. Add'l info was rec'd from the physician on(B)(6) 2014 and the case was upgraded to serious as the event was assessed as disabling. The route and indication for synvisc one was added. The laboratory details including synovial fluid analysis, synovial fluid serology test and synovial fluid culture was added (on (B)(6) 2014). The new event of osteoarthritis flare up was added and previously reported events of 'climbing up and down stairs is a great task' and lot of discomfort were assessed as symptoms of osteoarthritis flare up. The 'pain on knee', 'joint aspiration was done' and 'leukocytes moderately present in synovial fluid' were added as symptoms of osteoarthritis flare up. The outcome for the event of osteoarthritis flare up was added as recovering. The pt's clinical course was updated accordingly. Add'l info was rec'd from the physician on (B)(6) 2014. The pt's age was added as (B)(6) yrs. Add'l events of 'fallen on ice on her knees' and contusion were added. Inflammation was added as new symptom of osteoarthritis flare up. Rptr's causality was added and the pt's clinical course was updated accordingly. Add'l f/u was rec'd on (B)(6) 2014. As no new info was rec'd, hence the f/u was processed as ni. Add'l info was rec'd on (B)(6) 2014 from the pt. The add'l symptom of "swelling in the knees" was added to the diagnosis of osteoarthritis flare up and the event term for the symptom "joint aspiration was done" was done was updated to "joint aspiration was done/ fluid on knees." The laboratory data for arthrocentesis and corrective treatment with cortisone and morphine were added. The pt's clinical course was updated and the text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi f/u company comment dated (B)(4) 2014: the f/u info rec'd does not change the previous case assessment. Sanofi f/u company comment dated (B)(4) 2014: the f/u info rec'd does not change the previous case assessment. Sanofi f/u comment dated (B)(4) 2014: the case upgraded from non-serious to serious due to the disability event of osteoarthritis flare up. The causal role of synvisc one cannot be excluded for the occurrence of the event of osteoarthritis flare up. However, lack of info regarding the previous medications and the concomitant medications used by the pt precludes the complete case assessment. Moreover, aggravation of the underlying condition of knee osteoarthritis provides an alternative explanation to the occurrence of the event.